Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device not returned.

Manufacturer narrative:
An event regarding dislocation involving a uhr head was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, x-rays, patient history and follow-up notes are needed to investigate this event further.

Event description:
It was reported that patient was revised on a left hip due to dislocation.

Event description:
It was reported that patient was revised on a left hip due to dislocation.